Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump shuts off after powerup. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump shuts off after powerup. The review of event log found that the 4 power down cycles was indicated immediately after power up during a 5-minute period and not repeated anywhere else in history. The review of service history review found that there was no indication related to a service of the device within the review period. The visual and functional testing was performed. The complaint could not be replicated through multiple power cycles with battery power or ac power. Upon further investigation, found torn cassette detect pin seals. The cassette detect pin seals was replaced and the dso seal was replaced as preventative maintenance. The downstream occlusion (dso)/upstream occlusion (uso) calibration was performed. The pump passed all performance verification testing. Software updated to 1.6. And the pump unit reset to standard configuration.